Event description:
Wright medical technology advance knee system, placed in right knee. In 2000. Pt returned to or in 2000 with tibial insert protruding anteriorly from construct. Surgeon made attempts to reseat and lock the tibial insert, the incision was opened, the device removed and a new insert was placed.